Manufacturer narrative:
Field service was not sent to the customer location. The customer removed the remaining urine chemistry strips in the spm and replaced the strips with a fresh vial. Under corrective and preventive action program this issue is being investigated and actions are being implemented. Upon analyzing the key processes, enhancement actions pertaining to manufacturing/supply chain process parameters and qc test methods are being initiated and implemented. (B)(4).

Event description:
The customer found one loose velocity urine chemistry strip pad in the strip provider module(spm). The lot number the customer was using is p/n: 800-7212, lot#: 7212055b, expiration: 4/14/2016. There were no erroneous patient results generated or reported out of the lab.